Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Fitting was not a problem, but the base separated from the gel part after only one week of wearing. This happened with both guards. How can I prevent this in future? Sorry, this is past the 8 weeks. I lost the box and form until this past weekend. I hope you will still honor this offer even though it is late.